Manufacturer narrative:
During inspection and testing, the reported issue (decreased pressure) was not confirmed or duplicated. The front panel malfunction was found to be caused due to leds (light-emitting diodes) failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the air pressure decreased to zero and the subject device could not deliver air. The reported issue occurred during therapeutic laparoscopic hysterectomy. The intended procedure was completed using another device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the front panel of the subject device was damaged, which is also a potential adverse event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty panel, causing the leds (light-emitting diodes) issue could not be determined. In addition, since the air delivery pressure phenomenon was not confirmed nor duplicated during inspection, the cause could not be determined. Olympus will continue to monitor field performance for this device.